Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead required elevated outputs to maintain an adequate safety margin. The lead was reprogrammed to a different pacing vector with better thresholds and remains in use. No patient complications have been reported as a result of this event.